Manufacturer narrative:
(B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing that resulted in delivery of several inappropriate shocks. The noise was able to be reproduced with manipulation of the device in the pocket. Additionally, a sensing not optimized message was observed due to a reference template not being obtained and saved. Boston scientific technical services (ts) discussed potential causes for the noise and additional troubleshooting options. Subsequently, the device and electrode were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code (B)(6) used to capture the surgical intervention.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing that resulted in delivery of several inappropriate shocks. The noise was able to be reproduced with manipulation of the device in the pocket. Additionally, a sensing not optimized message was observed due to a reference template not being obtained and saved. Boston scientific technical services (ts) discussed potential causes for the noise and additional troubleshooting options. Subsequently, the device and electrode were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.